Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair both ts in the ultra fast-fix assembly - curved were deployed, but the suture broke before the knot was pushed. Both of the ts were removed. The procedure was completed with a backup device, and there was a delay of 30 minutes or less in the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without suture or anchors. The device was not in original packaging. The device has been actuated and is fully depressed. The device has saline residue on needle. A functional evaluation was performed on the returned device and found the deployment trigger could be functioned without issue. A review of the customer provided images confirms the batch number and part number. The image also reveals the device is without the anchors and suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found that the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.